Manufacturer narrative:
(B)(4). (B)(6). Method: the returned mr290 chambers (3) were visually inspected for damage. Results: visual inspection of the feedset tubing revealed that insufficient glue had been applied at the connection between the feedset spike and the tube, causing it to separate. A lot check revealed one other complaint of this nature for lot number 100222. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that three mr290 autofill humidification chambers were leaking at the connection between the water bag spike and the water feed tube. No patient consequences were reported.